Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that they had experienced error alarms from their insulin pump. The customer's blood glucose level at the time of the call was 127 mg/dl. The customer was assisted with troubleshooting the issue but was unable to resolve the error alarms. The customer was instructed to send the device back for analysis.

Manufacturer narrative:
Insulin pump error the motor arm cannot communicate with the main arm and software error detected was present in the format history file. Problem isolated to the electronic assembly.